Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
Prior to use, it was reported the precise stent was found outside of the stent delivery system when it was opened in the package. There was no patient injury.

Manufacturer narrative:
Upon opening the package, it was reported the precise stent was found outside of the stent delivery system. There was no patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected, prepped, stored and handled according to the instructions for use (IFU) with no damages noted about the stent delivery system. The device is available for analysis. No other information was provided. One non-sterile precise pro rx 7x30 stent delivery system was received for analysis inside a plastic bag. No original packaging was returned. The valve of the unit was received partially locked/ closed. Per visual analysis, the stent of the unit was received 0.4 cm pre-deployed and the hypo tube rod was observed bent as received. No other anomalies found. A device history record (DHR) review of lot 17675998 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The complaint reported by the customer as ¿stent delivery system (sds)-ses-deployment difficulty - premature/prior to use¿ was confirmed due to the stent of unit was received 0.4 cm already pre-deployed. The cause of the deployment difficulty - premature deployment reported by the customer could not be conclusively determined during the analysis. Handling factors may have contributed to the reported event. The product information for safety warns ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed¿. Neither the device history record nor the product analysis suggest that the event could be related to the design or manufacturing process; therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Prior to use, it was reported the precise stent was found outside of the stent delivery system when it was opened in the package. There was no patient injury. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. The product was inspected, prepped, stored and handled according to the instructions for use (IFU) with no damages noted about the stent delivery system. The device is available for analysis. No other information was provided.

Manufacturer narrative:
Additional information was received and the update was provided in (describe event or problem). This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.